Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Examination of the returned device confirmed the reported event. The noted damage is consistent with material overload through the use of excessive force. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon used an articular insert trial and shim trial during the cementing of his femoral, tibial, and patella implants. He purposely utilizes trails that are thicker than his final insert component (implant) to temporarily overstuff the knee joint while the bone cement was hardening, to apply pressure on the femoral and tibial components during the curing process. Once the cement had cured during this particular surgery, both the articular surface trial and the shim trial were removed via the insert trial extractor. Upon removal, it was noticed that the bal spring on one side of the size 5 fb articulating surface (part# d254500505) had bent but not broken off at all. The case was not delayed, since both trials were done being used. Replacement trials are needed to complete the instrument tray.